Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "we have been using the lma masks since 2021 for fibro colonoscopy procedures. In general all patients complained of post-operative ent pain lasting an average of around 2 days, unrelieved by level 1 analgesics". The patient status is reported as "fine".

Event description:
It was reported that "we have been using the lma masks since 2021 for fibro colonoscopy procedures. In general all patients complained of post-operative ent pain lasting an average of around 2 days, unrelieved by level 1 analgesics". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.